Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 07/06/2015) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of battery sn (B)(4) (manufacture date 03/25/2018) has been completed. The reported problem (unable to power monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code (B)(4) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd500 component on the distribution node pca. The root cause for the thermally damaged component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on, their battery was unable to power their monitor, and they were experiencing service code (B)(4).